Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions code: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.

Event description:
Pt initially reports an eye infection that she says her dr. Did not feel that it was related to the lenses, however in an e-mail dated (B)(6), 2011 states that the pt states she was treated with an antibiotic. This is being filed as an unconfirmed eye infection.